Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers mom reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 497 mg/dl current blood glucose is unknown. Flow blocked alarm, after a bent cannula, the customer experienced symptoms such as very dehydrated the customer was treated with insulin drip the customer was wearing the insulin pump during the hospitalization costumer assisted with troubleshoot the insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected insulin flow blocked alarm noted. (B)(4).